Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump had no power and the patient had been hospitalized with a blood glucose of 441mg/dl with large ketones, nausea,vomiting,abdominal pain and grumpiness. The patient received IV infusion. Troubleshooting found the battery compartment had stripped threads. This complaint is being reported as the damage may have affected the power circuit and interrupted the insulin delivery.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 8/9/2017 with the following results: battery compartment is cracked below the bumper pad. Battery compartment threads are stripped and returned battery cap has stripped threads. The black box shows unexplained por and several por¿s observed after cs052-0000 alarms. Test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a 24 hr duration test; no por¿s or cs alarms were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Keypad is peeling up at ok key. All keys are responding. Removed keypad cover; no contamination was found under key contacts. Cartridge compartment is damaged at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.